Manufacturer narrative:
The DHR and sterilization records were reviewed and the device was manufactured and sterilized to required specifications. Repeated attempts were made in order to help gather more information on this case but these attempts were unsuccessful. The patient's condition is unknown at this time. Unknown location of implants.

Event description:
Sometime after the initial surgery the patient experienced infection. The surgeon does not believe that this was caused by the sternal cables that were implanted to close the sternum. No more information was able to be gathered for this occurrence.